Event description:
It was reported that during a new implant, there was trouble advancing the lead while attempting to insert the lead in the cephalic vein. The lead was removed and it was noted that the helix was extended. After a second unsuccessful implant attempt, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.